Event description:
It was reported that this right atrial (ra) lead was explanted due to the patient developing superior vena cava syndrome, as such this ra lead was removed and a stent was placed. A new device was implanted. No additional patient effects were reported.